Event description:
It was reported that during a routine device change out, the pulse generator exhibited no pacing output after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.